Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed to power up during testing. The device's power management board needed replaced to address the issue. Additional findings not related to the malfunction/issue include the front and rear enclosures were cracked and required replacement to address the issue. No repairs were completed because the device was scrapped.